Event description:
The reporter stated that a 60 cc syringe was set to infuse 33 ml of flolan (epoprostenol sodium) at 2.2 ml/hr in continuous mode. After 3.5 hrs, the registered nurse indicated that there was no delivery although the syringe pump indicated that it was infusing. The pt experienced a temporary increase in blood pressure which was controlled by the administration of the flolan. The customer tested the unit and found that it was operating correctly and requested that the history be downloaded as they suspected that the infusion was started with the track advanced beyond the syringe plunger.